Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the update had been spinning for over an hour. After rebooting, the device displayed the message: 'something didn't go as planned. Going back to your previous version. Please keep your device on.' It had remained on that screen for more than half an hour. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that windows update had failed and prolonged windows update recovery. A field service engineer (fse) reimaged the station. Initially, the computer name had been entered incorrectly, and the reimage process had to be restarted. The fse deleted rss 4.10 and installed version 4.12. The fse verified that rss was available and performed a synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device.